Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual and microscopic analysis of the returned device identified: red particles on shell, flat creases, wear abrasion, a sharp opening in the same location of crease on radius side, stress marks and a weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
A patient reported that they experienced ¿capsulitis, mild, it caused her discomfort, but she put up with the pain¿, ¿one implant did more pocket ("bolsillo")¿, ¿a brutal seroma in the right breast, until the neck, and it went also to the armpit, which was deformed¿, ¿started to get dizzy, she felt strange, as sick, running a temperature, high blood pressure (14.8) and she could not sleep¿, ¿was asymmetric, hot, with oedema, inflamed ("tumefacta"), swollen, with loss of volume, very strange inside¿ so the patient was referred to the emergency room. The device remains implanted at this time. This relates to the left side.